Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy to treat the 95% stenosed target lesion located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es was advanced for dilation. During procedure, on the first inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed and replaced with another of the same model to complete the procedure. No complications were reported, and the patient status was stable.